Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had poor coupling. The patient stated that their belt was not broken but it unclipped if he sat down or stood up since the implant was put in. The patient noted he always had trouble getting coupling boxes since the implant was put in and that he was told to sit in a corner with a hardcover book against the implant so he had been doing that. The patient explained that the issue was finding the spot where he gets good coupling and he was able to charge as long as he put the hardcover book against the implant. A replacement antenna was sent to see if the coupling issues resolved.

Manufacturer narrative:
(B)(4) no longer applies to this report. B3 was updated based on the new information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the belt supplied with the recharging antenna was useless. The patient was not getting the black squares, referring to coupling issues, so he contacted a manufacturer representative (rep) who worked with the hcp during implant. After week five, the bulge that was the implanted battery was a huge round oblong bump in his back. During week five the swelling had gone down and the patient was able to charge with coupling bars. The patient stated that there has to be a better solution for recharging for long hours, unless the hcp did not put the battery incorrectly. The patient was to have a meeting on (B)(6) 2016 to see if the hcp wanted to do the implant surgery again. It was noted that the patient would have to be cut in two places and go through all the rehabilitation again if doing the surgery over like the hcp wanted. The patient confirmed that the recharging difficulty had been resolved. It was noted that the book a rep recommended to use helped because the patient had been trying for hours to recharge initially. There was no communication; the patient was given the recharging kit and nothing was explained to him. The bulge and swelling occurred immediately since implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they have been unable to charge their implantable neurostimulator (ins) since an appointment three days prior to the date of this report. The patient stated that the manufacturer representative was able to get 6-8 boxes but they hadn¿t been able to and didn¿t know if the ¿bump¿ where the ins is was affecting the charging. During the call, the patient tried to charge their ins and was able to get all the coupling boxes filled in. The patient stated that was the first time that it worked and they thought it was maybe because they were sitting down when trying to charge. No falls or traumas were reported that could be related to the issue. The patient was to follow up with their healthcare provider (hcp). No patient symptoms were reported. Indications for use are non-malignant pain and lumbar radiculopathy.

Event description:
Additional information received from the manufacturer representative indicated that they went over recharging with the patient on (B)(6) and were able to get 8 bars at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.